Manufacturer narrative:
Corrected data: b5 and h6 (health effect-impact code: 2199 removed and 2645 added) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the faulty printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that the error code was found during routine maintenance and there was no patient involvement.

Event description:
It was reported the high flow insufflation unit had an e05 back up data abnormal error code. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.